Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the device was set up appropriately on the scope. When the physician attempted to deploy it, the device only reached the bottom of the cap and did not deploy. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on april 21, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the device was set up appropriately on the scope. When the physician attempted to deploy it, the device only reached the bottom of the cap and did not deploy. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on april 21, 2025: the anatomy location is in the esophagus.